Event description:
It was reported that for the first 3 days after implant, the patient didn¿t go at all. On the third day the device worked, but the patient had to run a lot and went about 4 times. The fourth day was the same as the third and on the fifth day the patient went 6 times, which went into late at night. Two days ago the patient started going at 9 am and the last time they went was at 10 and it was never a great deal. The patient had gone too much 2 days ago and there was a little stain of blood. The patient went maybe 7 times total that day and yesterday the patient started going at 8:30 or 9 am and then stopped at about 7 pm. The patient wanted to change the cycling and they didn¿t know how to use the patient programmer. The patient¿s device was implanted for fecal incontinence and the patient thought increasing the stimulation would make them go more often. The patient synced with their device and increased stimulation from 1.2v to 1.3v on program 4 and it was comfortable. The patient was keeping a voiding diary. The patient¿s problem of going to the bathroom so much started 4 days ago and got worse over the weekend. The patient went all day into the evening and it didn¿t stop. The pain was unbelievable and the patient¿s symptoms weren¿t being controlled and the patient was walked through turning the stimulation down to 0.0v and off. The patient wanted to turn off the stimulation until they went to see their health care provider (hcp). The pressure pain was from the fecal incontinence that the patient had prior to being implanted. It got worse because of using the stimulation, and because the patient had gone so much to the bathroom, that was what created the spotty blood in their stools. Every time the patient went to the bathroom over the weekend was when the spotty blood started and had continued. The patient¿s follow-up with their hcp was supposed to be on (B)(6) 2014. The patient was going to follow-up with their hcp next. It was later reported that the patient met with their hcp on (B)(6) 2014 and they wanted to turn the therapy back on. The patient turned stimulation on and increased to 1.3v and they wanted to know if they should go higher than 1.3 v. Following implant the patient was having difficulty with ¿reaction.¿ it was noted that the patient never received the therapy guide. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).